Event description:
The patient received a lead adapter to use with a competitor's lead as part of his scs system. Diagnostic tests revealed high/invalid impedance readings and no stimulation through two lead contacts. Follow-up identified the patient experienced a loss of coverage on his right side. The physician decided to explant and replace the adapter and electively replace the ipg on (B)(6) 2012. It was reported the lead contacts still exhibited invalid impedances postoperative. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.